Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis

Manufacturer narrative:
(B)(4). Joint cover. The analysis found that the (B)(4) device was received in good visual condition and with no cartridge reload present. Upon further inspection the joint cover was noted to be torn; there is no evidence that there is any portion of the joint cover missing. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, cut and formed all the staples as intended. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, the device broke. The black part of the device covering the hinged part of the stapler was lost during the surgery. This part was not found into the patient or outside. Another like device was used to complete the case. There were no adverse consequences for the patient.